Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the device has some cracks and the touch screen is defective. Additionally, during service and repair the device was found unable to operate on ac and cannot recharge the battery. No patient involved.

Event description:
It was reported that the renasys touch cannot operate on ac and cannot recharge the battery due to j13 connector on main board is broken. No case involved. Service and repair.